Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon attempted to load a 12.6 mm vticm5_12.6, 14.0/+1.0/082 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2018 after attempting to loading another lens. The surgeon has encountered similar difficulties loading the lens as the first lens she tried to load. There was no patient contact. The surgeon went back to the first lens she attempted to load and he was successful in loading it.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in a lens case/vial. Visual inspection found the lens haptic torn and the torn piece is missing. Claim # (B)(4).